Event description:
It was reported that the ventilator's o2 gas module was found defective. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
Device related data quality updates only. A correction of field # d1 brand name, # d4 version or model #. D1 - brand name. Previous brand name: servo-u, corrected brand name: base unit servo-u. D4 - version or model # previous version or model #. Servo-u. Corrected version or model #: 6694800.

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On-site investigation was performed by field service engineer. The o2 gas module and connected nist connection o2 were found physically damaged, what caused o2 gas module's malfunction. The o2 gas module regulates the inspiratory gas flow and gas mixture. Our conclusion is that the o2 gas module and nist o2 connection were the cause of the failure. In order to conduct further analysis of the case, more detailed information is required. The root cause to the reported issue has not been determined. The correction of field g2 report source was required. This is based on the internal evaluation. Previous report source: health professional, user facility, company representative corrected report source: health professional, distributor h3 other text : 4112.

Event description:
Manufacturer's ref. #: (B)(4).